Manufacturer narrative:
(B)(6). Investigation summary: the device was visually inspected, and it was found red color in the pebax. During a second closer inspection, it was found with reddish brown material and a hole in the pebax. The magnetic, and force features were tested, and no issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding force issue was unable to duplicated during the product investigation. However, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab noted a hole on the pebax. Initially it was reported that when the ablation was started, the contact force value became abnormal (50g or 80g). The cable was changed but the issue continued. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The force issue was assessed as not reportable as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on february 11, 2020 that there was reddish material in the pebax. This finding was assessed as not reportable as there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was remote. During additional evaluation of the device on february 19, 2020, it was noted that there was reddish brown material and a hole on the pebax. The hole on the pebax was assessed as a reportable issue. The awareness date for this reportable finding was february 19, 2020.